Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However during inflation, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. Functional testing was performed by connecting an inflation device filled with water to the hub. As the device was pressurized a pinhole was identified in the balloon wall. Microscopic examination presented no irregularities that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.